Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established during this evaluation. It was reported that the patient expired on (B)(6) 2021, and the cause of death was unknown. An autopsy was not performed. Additional information stated that the details leading up to the patient¿s death, and the cause of death were not available. The account reported that the device operated as expected and the patient outcome was not considered to be device related. It was also reported that heartmate ii lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. Section 1 of the heartmate ii lvas IFU, entitled ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away and the cause of death was unknown.